Event description:
A malfunction alarm was reported by the customer, indicating malf 9 with fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any future malfunctions occur. Caller acknowledged the instructions and understood them.